Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with history of bilateral deep vein thrombosis of the lower extremities with retroperitoneal bleeding with contraindication to anticoagulation was scheduled for inferior vena cava filter (ivc) placement. An inferior vena cavagram was performed which revealed the inferior vena cava was smaller than the iliac vein due the extrinsic compression. In addition, the vena cava was deviated to the left; however the position of the renal veins were identifiable. The filter was deployed at infrarenal at the level of the upper border of the lumber 2 vertebra without incident. A CT was performed which demonstrated an ivc filter to be located infrarenally. Approximately 6 years 7 months post ivc filter deployment, a CT scan without contrast was performed which demonstrated the apex of the ivc filter was at the level of the renal veins with multiple struts penetrating the wall of the ivc without involvement of adjacent structures. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter tilted and perforated into the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.